Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume folfusor burst. It was further reported that the expected time of therapy is 24 hours and at the time of disconnection there was a small volume of drug remaining in the pump, some of which has leaked outside the pump. The device was filled with 5125mg 5-fluoruracil in 0.9% sodium chloride. This issue was identified after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from august 27, 2019 - august 28, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed issue of bladder ruptured. The cause of the condition was not determined; however, the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.